Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open procedure, while closing of the skin, the needle popped off on the single strand suture while trying to suture an interrupted stitch. Another strand of same lot and product code was opened and the needle popped off that one as well. A new suture was opened to complete the case. There was no patient injury.